Event description:
It was reported that the patient experienced discomfort at the scs ipg pocket site since ipg was moving more superficial to the skin. As a result, surgical intervention was undertaken wherein the ipg was relocated higher in the pocket on (B)(6) 2019. Therapy was resumed and issue resolved.